Manufacturer narrative:
The device has not been returned for evaluation. Manufacturing and sterilization record were reviewed and found to be in acceptable. The investigation of this event is on going.

Event description:
The user facility in germany reported that a piece of the silicon-sleeve entered the patient''s eyes during the procedure. It was reported that it was badly punched-out. The piece was removed by the surgeon without any difficulties.

Manufacturer narrative:
One card board box was returned containing two bl5115-2 pack labels, one empty dp5531 pouch and two yellow irrigation sleeves. It cannot be determined which bl5115-2 pack the sleeves belong to. Visual inspection found both sleeves dirty with particulates all over. Microscopic examination was performed. The first irrigation sleeve has what looks like a divot or scoop of material missing just before the entrance into the shaft from the hub. The missing piece of material is similar in size, shape and color to the sleeve and was found stuck to the inside wall of the shaft. The second irrigation sleeve was found to have what looks like a piece of the shaft or a remnant of a hole punch that is stuck to the inside wall of the shaft. The sleeves were sent to the vendor for investigation. Manufacturing and sterilization records were reviewed and found to be acceptable. At this time, no remedial, corrective, preventive or field safety corrective action is required. The investigation of this event is on going.

Manufacturer narrative:
The product was sent to the vendor for evaluation. The evaluation results: the sleeve was returned with the irrigation holes at the correct location. A circular piece punched out form irrigation hole was seen inside the sleeve tube. The batch history review showed no abnormality was found. This is the first report for lot number 177706. This report is filed as a functional defect since the report of a circular silicon piece punched out form the irrigation hole was left in the sleeve was confirmed. This investigation is complete.

Manufacturer narrative:
The product has been requested but not yet received. Scar 2024-02 was issued to the vendor's supplier. Vendor confirmed that product is related to scar 2024-02. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is still ongoing.